Manufacturer narrative:
Reference mdrs 3006851902-2016-00011, 3006851902-2016-00013. Investigation findings actual complaint sample(s) ((B)(4)) were not sent back and the lot was not reported. In may of 2015, deroyal noticed complaints that reported the emt select extraction collars breaking at the plastic piece under the chin. This piece is molded and made from polypropylene resin. It is called the adult front body, part number ppf0302c.. As a result, a CAPA investigation was immediately initiated ((B)(4)). At the time investigators were unable to induce a break when collar is handled as intended. Finally, experiments were run to find the root cause of the reported breaks. If a plastic piece were to break easily, it would be due to brittleness. A brittle plastic piece could lead to a break at the chin bridge. Two potential causes of brittleness are color load and molding temperature. It is possible that too high a color load could result in brittleness of the polypropylene (pp) materials in question. It is also possible that if the cooling rate of mold is too fast, then this could possibly result in brittleness. There are manufacturing specification ranges for both of these parameters. In an attempt to induce the malfunction, the team investigated the effect of variation two key molding parameters (molding temperature and color loading) on the corresponding plastic piece. Pp white molded pieces were molded at different color loads and molding temperature that represented the best case, worse case and midpoint scenarios. The resulting molded parts were manually and mechanically tested. No statistically significant difference found by either test for any of the molding conditions tested. After being unable to reproduce the reported failure by either experiment or manual handling of the collars, it was concluded that user error is the likely root cause. The end user applying the collars were not handling the product as intended. When applied as directed, investigators were unable to induce malfunction. However, malfunction could eventually be induced if the collar was bent or rolled tightly enough. This type of handling is not consistent with the instructions. One of our engineering investigators proposed that changing the pp resin used in molded part may lead to increase strength of the molded part. This in turn may make up for when the collar is not handled as intended. Test results (eng.pcl.001 protocol and summary report) showed that molded parts using the proposed resin (10-6114) resulted in increased strength. An engineering change order was submitted and approved to change the polypropylene (pp) resin raw material. The first lot of this product that incorporated molded pieces with this new polypropylene resin was manufactured on 01/27/2016 (lot 41545015). As of december 20, 2016, only one complaint ((B)(4)) has come in for collars manufactured after this date. That complaint ((B)(4)) reported that the collars were received broken in package. Health risk assessment: as part of our investigation, a health risk assessment (hra) was performed, in november 2015, to see if a product recall was necessary. The team that took part in the analysis had representatives from the following departments: regulatory, quality assurance, engineering r & d, marketing and manufacturing (engineering, molding and tooling). Investigators concluded that user error is the likely root cause. The user not handling the collar as intended. When applied as directed, investigators were unable to induce malfunction. However, malfunction could eventually be induced if the collar was bent or rolled tightly enough. This type of handling is not consistent with the instructions; in the analysis, it was determined that if a device were to malfunction, it is unlikely to result in injury. If an injury were to occur it would most likely be either temporary or reversible (without medical intervention) or limited (transient, minor impairment or complaints). Consistent with this conclusion is that none of the complaints have reported a patient injury; (B)(4). Based on the health risk assessment performed for this product, that the malfunctioning rate has not changed, that this product is ordered by and sold to customers quickly, and that the new modified product has started to be shipped out to customers, it is our opinion that no action is required at this time with respect to removing this product from commercial use or distribution. Root cause: investigators originally concluded that user error is the likely root cause. The user not handling the collar as intended. When applied as directed, investigators were unable to induce malfunction. However, malfunction could eventually be induced if the collar was bent or rolled tightly enough. This type of handling is not consistent with the instructions. This lot was manufactured before the change in polypropylene resin raw material was implemented. Correction: customer returned all remaining/unused product from the same lot as complaint sample. Corrective action: an engineering change order was submitted and approved to change the polypropylene (pp) resin raw material. The first lot of this product that incorporated molded pieces with this new polypropylene resin was manufactured on 01/27/2016 (lot 41545015). As of december 20, 2016, only one complaint ((B)(4)) has come in for collars manufactured after this date. That complaint ((B)(4)) reported that the collars were received broken in package. Preventive action: a preventive action is not needed at this time. As the new lots of our modified emt select extrication collars go out into the market, deroyal will continue to monitor trends for these failure types and will recognize if it becomes a recurring issue. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Date of occurrence: (B)(6) 2016; when did quality issue occur: during use; who was using or operating the product when the quality issue occurred: health professional; was a medical procedure involved: yes; name of medical procedure: immobilize the neck; did the quality issue cause a delay in the medical procedure: yes; detailed description of quality issue: not sure how long the delay was but did require them to replace the collar. Nurse was assisting me with return of other collars that were found to be broken prior to being used on a patient and mentioned to me that she saw a broken collar on a patient that came into the ER via ambulance. She did not have an exact date, did not say there were any issues with replacing with a new collar. Again, this came up in conversation; how was the quality issue was identified: by visual inspection; how was the product being used: as intended; was it the initial use of the product: yes; was the product modified from the original condition supplied by deroyal: no; outcome(s) attributed to quality issue: none; person(s) affected by outcome(s) checked above: patient; detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: uncertain;